Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. Two days later, the patient was hospitalized for the event. On an unknown date, the patient was started on an unknown oral antibiotic. It was reported that the patient has not recovered from the event. It was not reported ID pd therapy was ongoing. On an unknown date, the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was hospitalized for four days for the peritonitis event and was recovered from the peritonitis. Treatment for the peritonitis event during the hospitalization was not reported, but the patient was treated with oral bactrim for eight days after being discharged from the hospital (dosage and frequency not reported). Peritoneal dialysis therapy was ongoing. On an unreported date in the same month as the hospitalization, the patient was retrained on aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.